Event description:
It was reported that during an ablation procedure, a saline leak was noted from the catheter handle. While the physician was mapping the ablation area, leakage was noted from the irrigation port, however, no damage was noted to it. Ablation was not possible. The procedure was completed with another catheter with no pt consequences. The pt's condition post-procedure is stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.